Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that there were problems with a physician¿s programming system. Troubleshooting was performed and the handheld device and wand were determined to be working normally. Upon using a known good wand with a known good handheld device and the original serial cable, a failure to interrogate occurred; therefore, it was alleged that there was a serial cable malfunction. The device has not been returned to date. A patient was seen during this event, and the patient¿s device could not be interrogated. It was later determined that this was due to normal end of service.

Event description:
The serial cable was returned on (B)(4) 2013 and underwent analysis. An analysis was performed on the returned serial cable, and the reported allegation was not verified. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.